Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. A medwatch report (mw5169518) was received from the FDA. A patient of unknown age and demographics reportedly expired. The cause of the patient death has not been reported. Orthovisc (lot number was not provided) was listed as the device. The date of the orthovisc treatment and the patient death was not reported on the medwatch. Patient comorbidities is unknown. There was no report of a device malfunction. Contact information was not provided so a request for additional information could not be performed. The distributor copied the report and did not indicate this case was reported to them.

Manufacturer narrative:
The reported event is not confirmed. Additional information could not be obtained due to the contact information not being provided on the medwatch report. The lot number was not provided, therefore a review of the batch record could not be performed. A three-year retrospective review of the ncrs this product was performed. There was no nonconformance's documented that was related to the reported event. A review of the recent stability study report for orthovisc was performed. The conclusion for the product stated that the product has met all required specifications. The clinical review of this case determined that the cause not established based on insufficient information provided. A supplemental report will be submitted upon receipt of new and relevant information. This case will be monitored and trended for future analysis.